Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, was guided through a pump reset, and successfully started their sensor session without further issues.